Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 35 mg/dl. Reportedly the customer had incorrectly entered settings into the pump. Customer drank a glucose drink to address bg. Customer updated their pump settings to address the event.